Event description:
The extension on the blue connector was cracked during treatment.

Manufacturer narrative:
Unable to determine from photo sample where crack occurred. This event will be conservatively reported as external break of device. The complaint of a break in the venous extension tubing is inconclusive. The images in the photos show a blue venous cap collar that is loose. A suture hub collar connecter that is attached to a section of clear extension tubing. The compression clamp is engaged and is locked onto the extension tubing. A small segment of white catheter tubing is loosely placed onto metal cannula of the suture connector. The gray connector has separated from the clear extension tubing. A segment of the tubing fixed on the arbs of the connector. Evidence of a red residual material is seen throughout the complaint sample. No obvious damage to the extension tubing can be discerned from the photo. If the complaint sample is returned regarding this incident, the investigation will be readdressed. A lot history review (lhr) of asw0001 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (aswc0001) have been reported from one (B)(6) facility.